Event description:
Customer reported past low blood glucose events with an unknown cause. Specific blood glucose levels were not provided, only noted as "low." Customer independently treated by drinking juice and eating carbohydrates. Technical support recommended consulting with a healthcare professional to discuss potential blood glucose influences and ensured customer understood.